Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, crease fold, wear abrasion, and cloudiness/voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Microanalysis was performed and identified a non-penetrating nick in the anterior side. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional also reported "migrated inferiorly almost into the upper abdominal region. This was due to sub muscular positioning and laxity in the lower pole¿; this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side rupture and burning sensation below the breast. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the explant date is in the future.

Event description:
Additionally, healthcare professional reported left side capsular contracture, baker grade iii. Patient additionally reported the left side is ¿going towards armpit and is flat and saggy¿, "two bubbles", "crack in implant", "rash", "slides and slips under armpit when I lay down", "generally don't feel well", "fatigue", "low energy", "breast looks completely different"; these events are not related to the device.